Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a leak between the powerglide and the extension set was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include improper connection and damaged connector; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tubing included in the powerglide kit began to leak from between the hub connection and extension set post-insertion(placement). It was stated that this happened with two devices. This report addresses the second device.